Event description:
It was reported that the device had prass probe is not producing a signal. Troubleshooting was performed updated from tech service read instructions for use to biomed and sent manuals to biomed. System is currently in use so troubleshooting could not occur during call. Biomed also asked about software updates but tech service did not have visibility on software. Tech service informed biomed that current and response threshold settings could be adjusted if needed. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.